Event description:
A customer reported going to the emergency room and being hospitalized in the intensive care unit (ICU) due to unknown diabetes-related issues. The highest recorded blood glucose level was 505 mg/dl. Although the incident did not result in any injury, the customer did not test for ketones. No issues were found with the cartridge, tubing, cannula, or insulin during the inspection. The pump system check showed no malfunctions, and no permanent damage to the customer's health was identified. The customer initially managed the incident with multiple daily injections (mdi), but ultimately received IV fluids including saline and insulin in the hospital where treatment successfully resolved the issue. The customer was released from the hospital the following day.